Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "wants to remove implants because of problems (among these pain) and because of the recall of devices" and "...recurring chest pressure and other symptoms and the implants became harder and harder...the suspicion of capsular fibrosis...possible surface defect" (rupture)...and "in addition to pain, unbelievable anxiety is now my constant companion....constantly afraid of getting cancer and losing my life or my health far too soon." Device remains implanted. This record relates to right side.

Event description:
Patient reported desire to remove implants because of problems (among these pain), device recall, recurring chest pressure, other symptoms, hardened implants, suspicion of capsular fibrosis, possible surface defect (rupture), pain, and anxiety. Patient additionally reported capsular contracture baker grade IV, diagnosed by ultrasound. Patient additionally reported capsular contracture baker grade IV, diagnosed by ultrasound and silicone migration. Patient also reported "massive deformation." Device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Patient reported desire to remove implants because of problems (among these pain), device recall, recurring chest pressure, other symptoms, hardened implants, suspicion of capsular fibrosis, possible surface defect (rupture), pain, and anxiety. Patient additionally reported capsular contracture baker grade IV, diagnosed by ultrasound. Patient additionally reported capsular contracture baker grade IV, diagnosed by ultrasound and silicone migration. Patient also reported "massive deformation." Device has been explanted. This relates to the right side.

Event description:
Device has been explanted. This record relates to right side.

Event description:
Patient reported right side "wants to remove implants because of problems (among these pain) and because of the recall of devices" and "...recurring chest pressure and other symptoms and the implants became harder and harder...the suspicion of capsular fibrosis...possible surface defect" (rupture)...and "in addition to pain, unbelievable anxiety is now my constant companion....constantly afraid of getting cancer and losing my life or my health far too soon." Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. H3 is no. Un-reporting the code b01. Date of occurrence: (B)(6) 2023. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Pain : unable to observe as it is a medical event that is not related to the device. Visibility/palpability : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "wants to remove implants because of problems (among these pain) and because of the recall of devices" and "...recurring chest pressure and other symptoms and the implants became harder and harder...the suspicion of capsular fibrosis...possible surface defect" (rupture)...and "in addition to pain, unbelievable anxiety is now my constant companion.... Constantly afraid of getting cancer and losing my life or my health far too soon." Device has been explanted.

Event description:
Patient reported "wants to remove implants because of problems (among these pain) and because of the recall of devices" and "...recurring chest pressure and other symptoms and the implants became harder and harder...the suspicion of capsular fibrosis...possible surface defect" (rupture)...and "in addition to pain, unbelievable anxiety is now my constant companion....constantly afraid of getting cancer and losing my life or my health far too soon." Device remains implanted. This record relates to right side.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, desire to remove implants. Because of problems (among these pain), device recall, recurring chest pressure, other symptoms, hardened implants, suspicion of capsular fibrosis, possible surface defect (rupture), pain and anxiety. Patient additionally reported, capsular contracture, baker grade IV. Diagnosed by ultrasound. Patient additionally reported, capsular contracture, baker grade IV. Diagnosed by ultrasound. Device has been explanted. This record relates to right side.